Event description:
Bone biopsy at level, lumbar three. While attempting to get bone biopsy from left side of lumbar three, the bone biopsy needle broke off imbedding the tip in the bone of lumbar vertebrae three. The needle tip was visualized under direct fluoroscopy and the procedure was terminated. Patient recovered without adverse symptoms. Unable to obtain sample due to hardness of vertebral level.